Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "analyzer beeps" when using non-philips pads. There was no impact to the patient.